Manufacturer narrative:
B5: updated continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 8253410, serial number: (B)(6), UDI:(B)(4). H3: analysis for product ID: 8253410 found that the device was cosmetically not ok and pi cable was faulty. H6: previously submitted codes for product ID 8253410 fdm b17, fdr c20 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The procedure was supported by standby device.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID xom unk nimintrfc, serial/lot number: unknown , h3: product analysis was able to confirm the reported fault. Main board found faulty. - patient interface adaptor pcba faulty. Knob pcba found faulty h6: FDA codes fdm b17, fdc c20 and fdr d16 are applicable for product ID: xom unk nimintrfc medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively, current was delivering, but nerve was not getting detected. Some times not getting the volume. There was no patient impact.